Manufacturer narrative:
At this time, the product has not been returne. If additional information should become available to our company, this event would be updated.

Event description:
Boston scientific received information that the right atrial (ra) lead dislodged approximately one day post implant. A revision procedure was performed where the physician was unsuccessful at repositioning the lead. Subsequently the ra lead was explanted and a competitive lead was implanted. No additional adverse patient effects were reported.